Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other devices used: catalog # (B)(4), trilogy longevity crosslinked poly liner, lot #61149077; catalog # (B)(4), zimmer m/l kinectiv neck, lot #60969523 manufactured by zimmer inc. (B)(6). This report will be amended when our investigation is complete.

Event description:
It is reported the patient's head, liner, and neck were all revised following symptoms of pain and corrosion.

Manufacturer narrative:
No device was returned. Photographs of the explanted taper neck show signs of discoloration, which is indicative of corrosion. It cannot be determined if the explanted femoral head was similarly discolored. DHR review shows no deviations to the standard manufacturing process. These devices are used for treatment. Op notes confirm that the devices were used in an approved and compatible combination. The original implant surgery for the hip construct was performed without complication. Patient is bilateral with a left tha implanted in 2010. It is stated in patient medical records that patient followed rehabilitation protocol, had a moderate activity level, and is noted to have fair bone quality. On (B)(6) 2015, a follow up bilateral hip exam was performed. Patient had no neurovascular problems, gait irregularities, issues with sensation, or leg length discrepancies. Internal rotation in flexion was noted to be slightly impinged. Patient was suffering moderate pain and tenderness in the greater trochanteric region. A right hip MRI revealed that a pseudotumor had formed along the lateral and posterior greater trochanter. The pseudotumor was determined to be consistent with particle disease. In addition, MRI revealed severe chronic partial tearing of the gluteus minimus tendon, and severe muscle atrophy in the connecting tissue. Chromium ion levels were determined to be approximately 2.1 ug/l. Revision operative notes could not be obtained. Surgeon has alleged taper corrosion of the devices. Based on the information presented, it is likely device corrosion has led to the onset of particle disease, however a definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4) lot: 61192705 ( k953337); (B)(4), lot: 60969523 ( k063251).